Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and passed. A review of the event history log did not identify any abnormalities that would cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of propofol with a spectrum pump, the patient was unable to become sedated due to a reported under infusion. It was further reported the nurse switched the pump to infuse the correct dosage. According to the reporter " no harm done". No additional information is available.